Event description:
During programming history database review, a high impedance event was seen. Provider later clarified that the patient's. Device was interrogated by mother's request to check the status of the battery, but not with the intention of switching it on again. It was also not looked at the time and they did not notice that the impedance was high because it did not matter to switch it on. The patient had previously had their device disabled due to lack of efficacy several years prior. Patient's device remains programmed off. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.